Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of the data indicated that the unexpected reactive result was most likely due to non-specific amplification, which typically presents as late, minimal amplification that does not repeat as reactive upon retesting. The positive control for hcv and the internal controls for the sample, as well as the positive and negative controls, were robust and sigmoidal, confirming that the assay was functioning as intended. The root cause was attributed to non-specific amplification resulting from unintended probe/primer interactions. The device remains in operation at the customer site, and no harm or delay in treatment was reported.

Event description:
The initial reporter alleged an unexpected reactive result for hepatitis c virus (hcv) when using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The sample, identified as (B)(6), was tested on (B)(6) 2022 and generated a reactive result with a cycle threshold (CT) value of 42.8. The growth curve showed late, minimal amplification. Serology testing for hcv was performed using the abbott architect assay and was non-reactive. A repeat test of the sample was non-reactive, a second repeat was invalid, and a third repeat was non-reactive.